Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 08/19/2015 and replaced worn tubing at pinch valves pv37 and pv42 to resolve the leak. The fse performed verification of the instrument to meet the specified requirements per established service procedures. The beckman coulter internal identifier for this event is (B)(6).

Event description:
The customer reported an undetermined amount of cleaner fluid leaked from a coulter lh 500 hematology analyzer onto the counter while running latron controls. The leak was not contained within the instrument and there were no error messages reported by the customer at the time of the event. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event. There was no impact to patient results and controls.